Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No blank display or back light anomaly noted during testing. No damage was found on the lcd isolation tape. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the customer put in 2 new batteries yesterday in the pump. Customer put a new (B)(4) battery into the pump today. Customer stated that the main screen of the pump is going completely blank. Customer stated that she has a spare battery cap. Customer stated that the battery cap is not the issue. Customer stated that the pump was not working and she needs a replacement. Customer stated that she tried the spare battery cap and another battery. Customer stated that the pump screen came up but as soon as he touched the buttons, the screen went blank. Customer's blood glucose was 175 mg/dl at the time of the incident. Customer was advised to insert a new battery. Customer stated that the display returned. Customer also reported a backlight anomaly. After troubleshooting, customer stated that the backlight did work. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.